Event description:
It was reported that the pt's device was protruding out of their back and that they experienced severe pain at the implantable neurostimulator site. It was also reported that the pt never experienced therapeutic effect when the device was on. Additionally, it was reported that the pt experienced an overstimulation sensation. The pt stood up and felt a "pop" and since then has had a lump in addition to the lump caused by their neurostimulator. The pt's device was later explanted because it was not therapeutic for him. The pt's status was considered fair. Additional info has been requested from the hcp, but was not available as of the date of this report.